Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited gradually decreasing impedance to low values. The lead was capped and replaced. Years later, the lead was uncapped for reuse and it remains in use. No patient complications have been reported as a result of this event.